Manufacturer narrative:
Evaluation completed. One small plastic specimen cup was returned with an unknown fluid inside. The pack assembly was not returned. The cup contains three white colored particles that are hard to the touch. The particles are approximately 1 - 2 mm long and wide. The lab report was received it states these analyses indicate that the white particle, consists primarily of poly-carbonate. Lesser concentrations of silicon, calcium, sodium, chlorine, and aluminum were also detected. This is consistent with mineral deposits and saline residue.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported after phacoemulsification, the doctor noticed plastic in the eye. He was able to remove the plastic with a forceps.